Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4). Device evaluated by MFR.: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design and manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
It was reported that stent damage occurred. The 90% stenosed target lesion was located in the severely tortuous and severely calcified right coronary artery. A 3.00 x 28mm synergy¿ drug-eluting stent was advanced but had difficulties crossing the lesion. During attempts to cross he lesion,the distal edge of the stent struts were flared. The procedure was completed with a 12mm synergy¿ drug-eluting stent. No patient complications nor injuries were reported.